Manufacturer narrative:
The device is not a repairable device and will not be returned to the user facility.

Event description:
It was reported during service at manufacturer facility that lid of the aseptic housing was broken and detached from the housing. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported during service at manufacturer facility that lid of the aseptic housing was broken and detached from the housing. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.